Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the suction channel could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak at the angulation control knob, it is possible that reprocessing could not properly be performed. The event may be detected/prevented by following the instructions for use sections below: gif/cf-170 series operation manual chapter 3 preparation and inspection gif/cf-170 series operation manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was evaluated. Device evaluation found the light guide (lg) lens is discolored. The light is partially dark due to the discolored lg lens. The reported issue was confirmed. Furthermore, as noted in section b5, inspection found residue and foreign material from the s cylinder. This condition is due to handling, insufficient reprocessing issue. Additionally, inspection found ccd lens noted with scratches and discolored. Leak (waterproof failure) due to deformed right/left and up/down knob. Universal cord is corrugated. Connecting tube protector has a cut. Angulation in the up direction is out of standards due to the worn angle-wire. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the light guide (lg) lens was discolored. The issue was found during preparation for use. The device was replaced and the intended diagnostic procedure was completed using a similar device. There was no patient, no user injury reported due to the event. Device evaluation found residue and foreign material from the device (suction cylinder) s cylinder. This report is being submitted due to the finding of foreign material in the s-cylinder (handling issue/insufficient cleaning) identified during device evaluation.